Event description:
Laboratory performed psa testing on the dimension rxl on a post-prostatectomy patient with the following result: 7/00 0.27 ng/ml; 11/00 3.4, 3.0 ng/ml. The sample was tested with an alternate analyzer and produced a result of 0.1 ng/ml. There were no adverse patient consequences.